Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer utilized a backup insulin pump, and a new replacement pump was sent by technical support.